Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the device was emitting tones. Upon interrogation it was reported that the device had recorded a code 1003, which is indicative of battery voltage too low for the projected remaining capacity. The device was explanted. No additional adverse patient effects were reported.